Event description:
It was reported that the patient with this right ventricular (rv) lead experienced implant pain and concerned that this lead has pulled out. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.